Event description:
It was reported that the right ventricular lead exhibited low impedance. No intervention was reported. There were no patient consequences reported.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146580.